Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor. No prime alarm noted. Drive support disk was inspected and no anomaly was noted. The insulin pump received with scratched lcd window, cracked case display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was alarming, squirting the insulin out during manual prime and the drive support cap is flush. Nothing further was reported.